Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. Visual observation revealed the mode button was missing. Additionally, the wire was frayed as reported by the customer. Hence, the device was not tested due to safety reasons. The complaint for the cord damaged is confirmed. However, we can not confirm the functionality of the device, as it was not tested. Furthermore, a manufacturing record evaluation was performed for the finished device lot number 1801088, and no non-conformances were identified. The frayed wire could be the potential root cause which led the customer to experience the device not functioning as intended. We cannot determine a root cause for the frayed wire, however it is possible that this failure can be attributed to user mishandling of the device. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). Reporter is sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure the vapr 3 footswitch did not work and had a frayed wire. The case was completed with another vapr footswitch without patient harm, but there was a two to three minute surgical delay. This is report 1 of 1 for complaint (B)(4).